Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 20g batch of depuy smartset mv cement was opened for the case. As usual, the tech emptied the powder into the vacuum mixing bowl followed by the liquid, put the lid on stepped on the foot pedal and began to mix. After about 45-60 seconds of the 90 second preferred mix time, it became apparent that something was not right. The cement was not the right consistency, it appeared very clumpy and dry as if there was not enough liquid or something. This batch was disposed of, a new batch of the same lot number was opened and mixed in the same fashion and this second batch was perfectly normal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code# 3122020, lot# 9818424, and no non-conformances / manufacturing irregularities were identified.